Manufacturer narrative:
No button error alarm during testing. Unit had intermittent act button response due to moisture damage keypad traces. Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs. During prime/delivery test due to faulty back pressure sensor (gold). Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 525 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.